Manufacturer narrative:
Complained product will not be not available.

Event description:
Brush heads cracked and broken - oral-b [device breakage] case narrative: consumer called and stated that brush heads are all cracked and broken. No injury was reported.